Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently to the ER with back pain. A CT scan revealed that there was a type iii (separation) endoleak between the iliac limb and the extension. Currently, the aneurysm is 50 mm in diameter. Per the physician's statement the cause for the type iii endoleak is unknown; however, it was attributed to aortic remodeling. The patient received an intervention where a 16x16x93 endurant limb was implanted and the type iii (separation) endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).